Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the deflate valve on the pump would not release. A new ipp device was implanted.

Manufacturer narrative:
Additional information provided in: adverse event / product problem, outcomes attributed to adverse event, describe event or problem, other relevant history, explant date, type of reportable event, and h6 device codes.

Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised on (B)(6) 2020 due to unspecified reasons.